Manufacturer narrative:
(B)(4). Date sent 11/5/2024. D4 batch #193c35. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with a tyvek, and a gst45b reload loaded on the device. The reload was received partially fired 1/4, with the pan bent and partially dislodged from the left proximal side. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 193c35, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during right upper lobe resection, the knife stopped at the first firing halfway through the surgery. The nurse changed the main body and loaded the same cartridge again, but the same problem occurred. Changing the cartridge and the main body, the device could be used without problem. There was no bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The device locked out, but the detail was unknown. Or did the device start to deploy staples and cut but could not be completed (partially fire)? The device locked out, but the detail was unknown. Or did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. For the second (B)(4): please explain in detail what was the issue with the device. The device also locked out. Was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? The detail was unknown. If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? No. Did the device cut? Unknown. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown.was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. A manufacturing record evaluation was performed for the finished (B)(4), with lot/batch number x96g6m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.